Manufacturer narrative:
Additional information was obtained with the correct lot number of the delivery catheter system (dcs). Updated the manufacturing and expiration date. The patient's age and weight were provided. Information was obtained that the perforation was noted at the access site.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an ileofemoral perforation was noted and resolved with stent placement. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.